Event description:
Wife of home pt reports leak in pt line tubing of homechoice set at connection of tubing to pt connector during prime of automated peritoneal dialysis treatment. Home patient discontinued treatment with that set up and wife reports no injury and no medical intervention.